Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0ax75, implanted: (B)(6) 2013, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported an ongoing urinary tract infection (uti) with an onset date of (B)(6) 2014. No other signs or symptoms were reported. The patient was currently taking ciprofloxacin and the etiology was "therapy related event."

Event description:
Additional information received clarified there was just one event of uti reported since implant and uti was not indicated on the baseline medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.